Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of signal amplitudes. It was noted that there were concerns that the shock might have also been due to electromagnetic interference (emi). Recently, the patient has received an additional inappropriate shock due to emi. No adverse events were reported. Additional information was received indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the previously reported inappropriate shocks. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of signal amplitudes. It was noted that there were concerns that the shock might have also been due to electromagnetic interference (emi). Recently, the patient has received an additional inappropriate shock due to emi. No adverse events were reported. Additional information was received indicating this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to the previously reported inappropriate shocks. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient had received a single isolated inappropriate shock due to oversensing of signal amplitudes. It was noted that there were concerns that the shock might have also been due to electromagnetic interference (emi). Recently, the patient has received an additional inappropriate shock due to emi. No adverse events were reported.